Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, the mentioned reamer has been broken while normal usage of the instrument was being performed. The reamer broke inside the patient leaving the distal part of it inside the patient (around 5cm). Therefore, xray machine was needed and a specific instrument to capture the broken part, resulting in extra radiation for the patient and surgical time increased in around 20 minutes (this leads to a higher risk of infection).

Manufacturer narrative:
The complaint states during surgery, the mentioned reamer has been broken while normal usage of the instrument was being performed. The reamer broke inside the patient leaving the distal part of it inside the patient (around 5cm). Therefore, xray machine was needed and a specific instrument to capture the broken part, resulting in extra radiation for the patient and surgical time increased in around 20 minutes (this leads to a higher risk of infection). A complaints database search did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).